Manufacturer narrative:
Investigation results: device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the iceseed 1.5 90 degree needle confirmed that the event of gas/air leak is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that a shaft leak occurred. An iceseed 1.5 cx s 90 degree cryoablation needle was selected for an intercostal nerve ablation procedure. Upon performing the initial two-minute test, a tiny bubble could be seen at the distal tip. The needle was exchanged for another needle of a different lot to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported that a shaft leak occurred. An iceseed 1.5 cx s 90 degree cryoablation needle was selected for an intercostal nerve ablation procedure. Upon performing the initial two-minute test, a tiny bubble could be seen at the distal tip. The needle was exchanged for another needle of a different lot to complete the procedure. There were no patient complications as a result of this event.